Event description:
Caller reported a power source alert 07, indicating an issue with the charging of their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After multiple attempts with different wall sockets and unplugging/plugging actions, customer managed to charge the pump using an alternative wall adapter. Due to recurring power alerts, it was determined that the pump will be replaced. Technical support provided instructions on how to store the pump, confirmed the shipping address, and arranged for the return of the faulty pump using a pre-paid label within 10 days. Customer will use multiple daily injections (mdi) as a backup insulin therapy.